Manufacturer narrative:
(B)(4). Device evaluated by MFR: the console powered up but did not functioned properly and failed the rotablator functional feature test. The event and procedure timers and the rpm display were not functioning properly giving false readings. The timers were timed against a calibrated timer and incremented 64 seconds in 10 seconds on the calibrated timer. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is component (unknown cause) as the investigation conclusion isolated the failure to a specific component within a bsc system or assembly which contributed to the event; however the cause for the component failure is unknown. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported that burr speed would not increase. A rotablator console kit was selected for use. During preparation, it was noted that the burr speed was too low, 40000 to 50000 rpm to do the procedure and it was impossible to increase the speed. Procedure was completed with patient being treated with a balloon plus stent. No patient complications were reported. However, device analysis revealed that the event and procedure timers as well as the rpm display were not functioning properly and giving false readings.